Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located on the abdomen and was described as scars. The patient used cortisone (non-prescription) to treat the affected area. At the time of contact, the patient was ok after using the cortisone. No additional event or patient information was provided.